Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the ok keypad button was completely unresponsive; all of the other keypad button responded properly. The keypad cover was removed and no contamination or damage was found to any of the key contacts. The pump case was opened and the keypad flex connector was observed to be damaged. The pin for the ok keypad button on the keypad connector was bent, causing it to be unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump keypad ok button is taking several hard pushes and is unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.